Event description:
It was reported that the patient never had therapeutic effect. A second implantable neurostimulator (ins) was implanted because the original was not functioning right and not stimulating enough. This occurred when the patient moved from (B)(6) in 2004. It had started to get real bad before the second ins was implanted. Follow-up was performed to determine if any troubleshooting had been performed and if a cause had been determined for this historical event. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3998, lot# lb2350, implanted: 2003-(B)(6), product type lead. Product ID 7495lz51, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 7495lz51, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 7435, serial# (B)(4), implanted: 2003-(B)(6), product type programmer, patient. (B)(4).